Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Inflation: ppak. Guide catheter: jr4. Analysis of the xience v stent delivery system (sds) noted blood visible on the outer member and balloon and stent implant, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon. The distal end of the stent implant was 3 mm proximal to the distal marker band. There were flattened and stretched struts on the distal end of the stent implant and flared struts on the proximal end of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the distal shaft 2 cm distal to the guide wire exit notch. The hypotube shaft was separated 3 cm distal to the strain relief tubing. The fracture faces were oval shaped as if kinked prior to separation. There were multiple kinks and bends noted to the sds. The tip length was measured and met manufacturing criteria. The stent implant outer diameters were not measured due of the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was heavily calcified, which may have contributed to the resistance. Additionally, it was noted the sds was re-inserted into the patient anatomy after the first failed attempt to cross. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It was reported that resistance was encountered and force was applied to the sds. The IFU states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. It is likely that as resistance was encountered, and force was applied, the hypotube kinked as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. Additionally, the force applied to the sds in the attempts to cross likely contributed to the noted stent damage and stent mislocation on the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for kinks or hypotube separations for this lot. There is no indication of a product quality deficiency. All products are 100% visually inspected for kinks during manufacturing. Additionally, a sampling of product is destructively tested to verify lumen integrity.

Event description:
It was reported that a bmw universal ii guide wire crossed the heavily calcified, eccentric lesion in the distal right coronary artery (rca). Pre-dilatation was performed with a 2.0 x 12 mm non-abbott dilatation balloon in the mid-distal rca lesion. A 2.5 x 12 mm xience v was advanced; however, failed to cross the lesion. Additional pre-dilatation was performed with the same non-abbott balloon catheter, and another attempt was made to cross with the 2.5 x 12 mm xience v; however, it failed to cross, and during pushing of the device, the proximal shaft kinked. Additional pre-dilatation was performed with another non-abbott balloon and a new 2.5 x 12 mm xience v stent crossed successfully and was deployed at the lesion. Post-dilatation was performed with a 2.5 x 8 mm non-abbott balloon. The final angiographic result showed no dissection with timi flow 3. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided. This event is being filed based on returned device analysis which revealed a separated proximal shaft.